Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The spring that should have been swaged and found at the thumb screw area of the device was missing. It is not possible to determine how the spring became detached, however, it could be likely that frequent use and sterilization over a prolonged period resulted in spring detachment. This instrument is (B)(6) old and demonstrates excessive wear throughout the metal surfaces. Although excessive wear was found, metallurgic defects such as corrosion were not found. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Customer reported that the ratchet spring popped out during surgery. The spring could not be located, but x-rays were taken to ensure the component was not left in the pt.